Event description:
The customer reported the device can't boot up. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.